Event description:
Customer's family member reported that customer was hospitalized for high blood glucose and dka. Troubleshooting was not performed since family member does not have the pump with pt.